Manufacturer narrative:
Unique identifier (UDI)#: na.

Event description:
The customer complained that the accu-chek inform ii base unit with serial number (B)(4) was not showing the green led light. The customer also stated the base unit had melted plastic above each contact. There was no allegation that an adverse event occurred. The device was requested for investigation.

Manufacturer narrative:
The device was returned for investigation. Sections were updated. A retention inform ii meter was charged using the returned inform ii base unit. No unusual warming up was observed during the charging process. The device was only lukewarm which could not lead to melting. The "melted" area described by the customer does not maintain contact with the meter during charging. This is caused by extensive use by placing meters in the base unit to charge. Over time, the base unit wears down and shows "dents" above the charging contacts that the customer has described as "melted." A product problem was not found.